Event description:
The lay user / patient contacted lfs alleging inaccurate high readings on their one touch ultra 2 meter. The patient first noticed the high readings on (B)(6) 2010. The patient had obtained the following readings at unspecified times on (B)(6) 2010: 328 mg/dl and a 342 mg/dl . The patient was comparing meter readings to feelings/normal results. At an unspecified time later, the patient felt sweaty, hot and experienced blurred vision. The patient did not seek any medical attention or contact their physician for assistance. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the elevated reading , at an unspecified time later, they developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.